Event description:
It was reported that the cage was broken during implanting. The surgeon used a spare cage instead of it and the procedure was completed without any adverse consequences for the pt.

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.